Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concern.

Event description:
The packaging of the neuron delivery catheter 053 was noted as damaged upon inspection. The device was not used. Another device was available.